Event description:
Event description: hfvo high frequency oscillator ventilator, stopped circuit checked and placed back on pt, tried to start machine, would not restart. Device usage problem: device malfunction that is, the device did not do what it is was supposed to do.